Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified obtuse marginal branch. A 2.50x16mm promus element plus stent was selected to treat the target lesion; however the device was unable to advance through an unspecified guiding catheter despite several attempts. When the device was removed from the patient, the proximal side of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified proximal stent damage. Stent struts were raised distally. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified obtuse marginal branch. A 2.50x16mm promus element¿ plus stent was selected to treat the target lesion; however, the device was unable to advance through an unspecified guiding catheter despite several attempts. When the device was removed from the patient, the proximal side of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.